Event description:
As reported by the sales rep, the physician conducted an angiogram of a previous (B)(4) carotid stent patient. The physician placed the precise carotid stent (precise pro rx us carotid syst) approximately one year prior to the symptomatic follow-up angiogram. During the procedure, it was discovered that the precise carotid stent had fractured in half. The stent had restenosed at the fracture, thus requiring a follow up procedure using a carotid wallstent from boston scientific.

Manufacturer narrative:
The product is not available for evaluation and testing. Additional information will be submitted within 30 days upon receipt.

Manufacturer narrative:
The cc has been updated to include film review. It was reported that approximately one year after placement of a precise pro rx stent in the right carotid bifurcation, symptomatic follow-up angiography demonstrated that the precise had fracture in half. The stent had restenosed at the fracture site requiring a follow-up procedure using a carotid wallstent (boston scientific). At index procedure, the patient was enrolled in the (B)(4) study with use of a precise stent. The target vessel / lesions were the right carotid artery at the bifurcation. Target lesion length was 15mm. Target vessel diameter was 5mm with an 80% stenosis. The lesion had mild calcification, with significant tortuosity and angulations. A buddy wire was necessary to place the filter. There were two lesions covered by the stent; one distal lesion of 80% of the common carotid artery (cca) and a 70% stenosis of the right internal carotid artery. Both were within 2 cm of each other. The lesion was pre-dilated. The total length of the stented segment was 40mm. The lot number of the device is not known; therefore, a device history review cannot be completed. The stent remains implanted. Images were received confirming the stent fracture. Vessel angulation and calcification are risk factors contributing to stent fracture and restenosis. Based on the available information, vessel and lesion characteristics appear to have contributed to the event. Therefore, no corrective actions will be taken at this time. History: this complaint involves a patient who was treated in the (B)(4) study for carotid stenosis. A precise pro rx carotid stent was placed in (B)(6) 2009. Approximately one year later, a symptomatic followup arteriogram demonstrated the stent to be fractured in half. The stent had restenosis at the fracture site. This required placement of a second stent. Additional clinical history and patient demographics are unavailable. Observations: a single cd-rom containing multiple cine files is submitted for review. Angiogram of the neck demonstrates a fractured precise stent. The stent is fractured in the region of the carotid bulb. Remainder the stent is intact. At the fracture site, there is intimal hyperplasia producing moderate focal stenosis. Rotational angiography reveals intimal hyperplasia throughout the stent. On these images, the stenosis is felt to be complex and moderate in degree. The carotid artery is noted to be tortuous. No images are provided from the placement of the second stent. No images are provided from the initial stent placement. Impression: this complaint involves a patient who underwent carotid stenting as part of the (B)(4) trial. One year later, the patient returned with recurrent symptoms and angiogram was done. This revealed fracture of the stent in the region of the carotid bulb. There was restenosis at the fracture site and a second stent was placed. Evaluation of this study is limited due to the paucity of clinical information and images provided. No images of the target lesion or initial placement are available. Did the stent partially fracture during initial placement? Was the initial target lesion calcified? In cases when there is eccentric, calcified plaque, nitinol fatigue he can be a potential issue. Additionally, there is significant tortuosity of the carotid artery. Significant motion of a blood vessel can also be a factor potentially leading to metal fatigue. The patient's physician treated the complication correctly with placement of a second stent.

Manufacturer narrative:
Additional information received from the sales rep states that this patient was not enrolled in the (B)(4) study but a gore embolden epd study with use of a precise stent. The target vessel / lesion were the right carotid artery at the bifurcation. Target lesion length was 15mm. Target vessel diameter was 5mm. 80% stenosed. The lesion had mild calcification, with significant tortuosity and angulations. A buddy wire was necessary to place the filter. There were two lesions covered by the stent. There was one distal lesion of 80% of the common carotid artery (cca) and a 70% stenosis of the right internal carotid artery. Both were within 2 cm of each other. The lesion was pre-dilated. The total length of the stented segment was 40mm. There were no anomalies noted with the stent prior to use or during prep. The stent was post-dilated with an aviator balloon (5x30mm) at eight atmospheres. It was a rapid inflation and deflation. Residual stenosis was 10% post-procedure. Post procedure there was no fracture noted. However during the next year after placement, the stent had fractured. Approximately 1 year post-placement the patient had an MRI that indicated a high-grade stenosis. There was no migration of the separated segment. Patient was asymptomatic. Patient also underwent a follow-up angiogram procedure but has not had the 70 to 75% stenosis revascularized. Upon determination of follow-up ultrasound conducted every 3 months that the stenosis exceeds 80% the physician will then intervene with a subsequent stenting procedure. The patient remains asymptomatic. The product is not available for evaluation and testing. Additional information will be submitted within 30 days upon receipt.

Manufacturer narrative:
It was reported that approximately one year after placement of a precise pro rx stent in the right carotid bifurcation, symptomatic follow-up angiography demonstrated that the precise had fractured in half. The stent had restenosed at the fracture site requiring a follow-up procedure using a carotid wallstent (boston scientific). At index procedure, the patient was enrolled in the (B)(4) study with use of a precise stent. The target vessel / lesions were the right carotid artery at the bifurcation. Target lesion length was 15mm. Target vessel diameter was 5mm with an 80% stenosis. The lesion had mild calcification, with significant tortuosity and angulations. A buddy wire was necessary to place the filter. There were two lesions covered by the stent; one distal lesion of 80% of the common carotid artery (cca) and a 70% stenosis of the right internal carotid artery. Both were within 2 cm of each other. The lesion was pre-dilated. The total length of the stented segment was 40mm. The lot number of the device is not known; therefore, a device history review cannot be completed. The stent remains implanted. Images were received confirming the stent fracture. Vessel angulation and calcification are risk factors contributing to stent fracture and restenosis. Based on the available information, vessel and lesion characteristics appear to have contributed to the event. Therefore, no corrective actions will be taken at this time.